Event description:
Incident happened while using the padget air dermatome to harvest the donor site skin on patient's left thigh. The equipment was locked to the desired partial thickness by screwing set screw tight. The dermatome was used and in the process the width of the cutting edge opened to "wide open." The equipment was re-evaluated, and the desired thickness locked into place again. This was confirmed by the doctor and other members in the or. The equipment was re-used to a small surface area. The dermatome lock mechanism loosened again during use causing the cutting edge to be wide open, which is 30 thousandths of an inch deep. This incident may have eliminated the ability to use this surface area again for future grafting. Per the burn np, the patient was to be sent back to the or for re-do of original skin graft surgery. In following up on the patient it was determined the injury was not as deep as originally thought but because of other issues with patient does not seem to be healing as we would hope.